Event description:
Pt had video capsule endoscopy initiated at 0700 this morning. At 1030 pt called and said recorder has shut down, no longer blinking as it should. Pt returned to hospital and writer verified equipment had failed, and removed from pt. When unit was examined, it appears the battery had died in a much shorter time than usual. The nurse who started procedure intentionally picked recorder that had not been most recently used and verified that equipment had a full battery icon prior to exam.